Event description:
It was reported that the catheter fell out of the patient due to water leakage on the 7th day after the use. Per additional information received via email from the ibc on (B)(6)2020 the balloon was found to be torn. There were no missing pieces of the balloon and no patient injury reported.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used two way silicone foley catheter with cut portion of inlet tubing was received. Visual inspection of the sample noted a tear measured 0.2900 inches along with no missing pieces. A potential root cause for this failure mode could be due to high modulus silicone. The device did not meet the specifications and was influenced by the reported failure. The product used for the treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.], (2) do not pull the catheter hard. [The bladder/urethra may be injured.]. 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]. [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. 2. Applicable patients: patients with known allergy to silver coated catheter.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of a patient due to water leakage on the 7th day after use. Per additional information via email from ibc on 10nov2020, the balloon was found to be torn. There were no missing pieces of the balloon and there was no patient injury reported.